Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smart touch bidirectional sf and the patient experienced pulmonary stenosis. First it was reported that patient had an initial ablation procedure for the treatment of paroxysmal atrial fibrillation and 18 months after the initial procedure atrial fibrillation recurred. A second procedure was scheduled, however, it was reported that prior to the procedure, mild right pulmonary vein stenosis was confirmed. Then the second catheter procedure was performed using smart touch sf catheter, lasso, and the soundstar eco catheter for the treatment of atrial fibrillation purpose. 6 months after the second procedure, computed tomography (CT) revealed moderate pulmonary vein stenosis. The reduction rate of the pulmonary vein diameter was 71% for the upper pulmonary vein and 51% for the lower pulmonary vein. The patient was asymptomatic and it was decided to continue observation without implementing any invasive treatment. It was reported that patient required extended hospitalization. The physician inferred that chronic pulmonary vein stenosis has developed due to the initial and second procedures.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4. Catalog should be ¿unk_smart touch bidirectional sf¿. Note: field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-aug-2025, additional information was received indicating the used products for the initial procedure are unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).